Event description:
It was reported that the user states hearing loud suction sound at night and wick has too much urine inside of it and urine isn't suctioning into canister. User states the last 3 nights there is a whistling noise, and no urine is being suctioned. User thinks her urine flow is too much. Thinks she is getting a uti with purewick and the uti medicine she was given stains urine orange and was wondering if this stains/damages the canister/tubing. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.